Manufacturer narrative:
The results of the investigation are still pending. A supplemental report will be submitted upon completion or upon receipt of additional information.

Event description:
The husband of the consumer reported a false negative result for his wife with the binaxnow covid-19 ag self test performed on (B)(6) 2024. The consumer went to the emergency room on the evening of (B)(6) 2024 and received a positive result via pcr test (brand unknown). The consumer was prescribed paxlovid, which was taken on (B)(6) 2024. As of (B)(6) 2024, the consumer was feeling better from what was experienced the prior day.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 899239 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot 899239 and device part number 195-430wjr / lot 899239. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 899239 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue, however it could have possibly been related to the patient sample.

Event description:
The husband of the consumer reported a false negative result for his wife with the binaxnow covid-19 ag self test performed on (B)(6) 2024. The consumer went to the emergency room on the evening of (B)(6) 2024 and received a positive result via pcr test (brand unknown). The consumer was prescribed paxlovid, which was taken on (B)(6) 2024. As of (B)(6) 2024, the consumer was feeling better from what was experienced the prior day.